Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Visual/microscopic inspection: the device was returned half primed, with the top slide pulled back and the bottom slide was in the initial position. There were no visual anomalies noted on the device. The cannula and stylet were found bent to the right when positioned on a flat surface. The bent started approximately 0.894" from the base of the needle. The sample notch was also found to be bent backwards when positioned on a flat surface. The bent started approximately 0.169" from the base of the sample notch. It is unknown when and/or how the bend occurred. Performance/functional evaluation: unable to functionally test the device due to the bent needle and sample notch. Dimensional evaluation: measurement taken under magnification (10x). The notch thickness of the sample was measured and found to be within specification. However, the notch bend was measured, and was found not to be within the acceptable range. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for bend, as the needle was found to be bent. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested due to the bent needle. During sample evaluation, the needle was found to be bent which could have contributed to the self-activation issue. All maxcore needles are visually inspected for bends before and after assembly at manufacturing. Therefore, it is unlikely that the root cause is manufacturing related. Furthermore, it is unknown whether shipping and/or handling issues contributed to the event. The definitive root cause could not be determined based upon available information. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided liver biopsy into normal tissue the device allegedly failed to prime and allegedly self-activated in formalin. It was further reported that the procedure was completed with the same device. There was no report of patient injury.

Manufacturer narrative:
Conclusion: the investigation is confirmed for bend, as the needle was found to be bent. However, the investigation is inconclusive for self-activation and failure to prime, as the device could not be functionally tested due to the bent needle. During sample evaluation, the needle was found to be bent which could have contributed to the self-activation issue. All maxcore needles are visually inspected for bends before and after assembly at manufacturing. Therefore, it is unlikely that the root cause is manufacturing related. Furthermore, it is unknown whether shipping and/or handling issues contributed to the event. The definitive root cause could not be determined based upon available information. Conclusion (added the reported issue "failure to prime"). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.